Event description:
The reporter mentioned that they family member's meter did not power on for the past two months and since then they had not used their meter. They had been taking their oral medication on a regular basis, event without testing their blood glucose. The pt replaced the battery and meter displayed the battery icon. When the pt inserted the test strip into the meter, the meter also displayed the battery icon. The pt was experiencing chest pains and was not feeling well. They went to the ER. They was at the ER for a couple of hours and received medication for their heart. Reporter does not know what the pt's blood glucose reading was in the ER or whether they were treated for their diabetes. Diagnosis is unk. There is no info on whether the pt suffered a serious injury, since it unk if the pt's blood glucose was taken in the ER. Based pm the info supplied by the reporter, this case is being reported as a malfunction, since the meter's power issue was not resolved.